Event description:
The following was reported to hamilton medical ag: the abnormity (startup failed, black screen) is noticed before usage. The malfunction is reproducible. There is no patient involvement reported to hamilton. There is no need for medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.